Event description:
It was reported that during a lap cholecystectomy procedure the staples scissored when they were deployed. No patient consequence reported.

Manufacturer narrative:
Date sent: 10/04/2007. Information anticipated, but unavailable at this time.